Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot due to perpetual rebooting. The receiver download could not be retrieved due to perpetual rebooting. The functional testing was unable to be preformed due to perpetual rebooting. . Opened receiver case, detached ui pcba and downloaded: passed - able to download rx log the ffa lab found no issues related to the customer's complaint within the investigation window. The reported event of a frozen display screen was not determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver display screen becoming frozen could not be determined. A root cause cannot be determined.